Event description:
On (B)(6) 2025, the following information was provided by the home health nurse: the patient allegedly developed a yeast infection under the 3m¿ v.a.c.® peel and place dressing and has bright red irritation under the foam part of the dressing and the periwound skin. On (B)(6) 2025, the following information was provided by the home health nurse: the alleged skin irritation and fungal infection were located to the area only covered by the foam of the 3m¿ v.a.c.® peel and place dressing. The wound is very small and a medium dressing was used and was way too big. The dressing was placed in such a way to avoid the patient laying on the sensat.r.a.c.¿ pad and there may have been moisture that accumulated. The affected area was treated with topical nystatin powder and is improving. The 3m¿ v.a.c.® peel and place dressing lot number was not provided, and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged fungal infection requiring medication is related to the 3m¿ v.a.c.® peel and place dressing. A device evaluation and device history record review could not be performed. Device labeling, available in print and online, states: warning. Keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. 3m¿ v.a.c.® peel and place dressing change interval: wounds being treated with the 3m¿ v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, 3m¿ v.a.c.® peel and place dressings may be left in place for up to 7 days with the frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often; the dressing change intervals should be based on a continuing evaluation of wound condition and the patient¿s clinical presentation, rather than a fixed schedule. 3m¿ v.a.c.® peel and place dressing specific information: the 3m¿ v.a.c.® peel and place dressing has a protective interface layer so the foam area can be placed over both the wound and surrounding intact skin. The interface layer allows the dressing to be used for up to 7 days. The drape border can be lifted and repositioned once during initial application to simplify dressing placement. -refer to the 3m¿ v.a.c.® peel and place dressing application instructions section for appropriate wound types and depths. An alternative 3m dressing may be required for some wounds. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.